Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no significant impact. Customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. They were advised to continue using the pump and to contact support again if the issue reappears.